Manufacturer narrative:
The lens was returned in liquid in a vial. Visual inspection found the lens haptic torn. (B)(4). No additional similar complaint type events within associated lots were found. (B)(4).

Event description:
The reporter indicated that as the surgeon was attempting to implant a 13.2mm tmicl13.2 implantable collamer lens, -14.0/3.5/061 (sphere/cylinder/axis) into the patient's left eye (os), a tear on the haptic was noted. The defect was noted in the lens once it was loaded. There was no patient contact with the lens. An alternate lens was implanted.